Event description:
It was reported that by the customer that the bd insyte¿ autoguard¿ bc shielded IV catheter was not retracting. The following information was provided by the initial reporter: I am the nurse manager of an outpatient infusion center, and we use your IV catheters on our patients requiring peripheral IV lines. Over the last month, I have received multiple complaints from the nursing staff about the IV catheters. They have been experiencing the following issue: needles are not retracting.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-dec-2022. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received six 24g x 0.75in insyte autoguard devices from lot number 2208318. A gross visual inspection showed six sealed units with no noticeable physical damage. First the units were tested for flashback. Flashback was observed in the notch within one second and in flashback chamber within three seconds. All units were found to be within specification. Next the units were tested for retraction by pushing the safety button. All units retracted successfully. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that by the customer that the bd insyte¿ autoguard¿ bc shielded IV catheter was not retracting. The following information was provided by the initial reporter: I am the nurse manager of an outpatient infusion center, and we use your IV catheters on our patients requiring peripheral IV lines. Over the last month, I have received multiple complaints from the nursing staff about the IV catheters. They have been experiencing the following issue: needles are not retracting.